Event description:
It was reported that during a radical nephrectomy procedure, towards the end of the procedure, the active blade sheared off (the blade was recovered and returned with the device). No rationale was given and the surgeon does not remember the blade coming into contact with any graspers or other material that would cause the issue. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device evaluation: no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.